Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced oozing and limb ischemia requiring intervention. The patient would subsequently expire. The patient was found down at a restaurant and after extensive resuscitation efforts, return of spontaneous circulation was achieved. The patient arrived at the hospital and was emergently taken to the catheterization lab where left main artery disease was noted. They were unable to stent. The physician completed ballooned angioplasty. An impella cp was placed. Post procedure, the patient was taken to the unit on impella mcs. The following day, the repositioning sheath site was bleeding and femostop was applied. This helped the oozing. However, pulses were absent with signs of mottling in the foot. An ultrasound was planned and the femostop was adjusted. Heparin was still ongoing. Pulses were found in the popliteal artery and the next day it was noted there had been no change in the patient¿s extremity. The patient continued on support. Urine output was decreased, and continuous renal replacement therapy was started. Following the team declined any revascularization option. Approximately two days thereafter, a gastrointestinal bleed was noted and system heparin was suspended. It could not be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the outcome of the bleed for the patient. The patient was administered two units of blood product. Additionally, it was noted heparin was stopped due to melena in the flexiseal and hemoglobin drop. A discussion was held with the family and care was eventually withdrawn. The patient expired two days later.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Additional information was received and noted the following: there was no confirmed loss of pulses on the impella site. There were confirmed popliteal pulses ad with improvement in pulsatility there were later distal doppler pulses attainable. The patient who was transported with a femostop in place due to site oozing, and despite the presence of the compression device pulses were available. The gastrointestinal (gi) bleed was believed to be a lower gi bleed. In regard to the device and its availability, the additional information noted it was likely discarded after withdrawal of care. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Regarding the major/minor bleeding, the cause was not determined since product was not returned and insufficient clinical details provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.